Event description:
During a laparoscopic nissen fundoplication procedure, the upper jaw broke off during the case, leaving the lower jaw and flange in place. It fell in the pt but was retrieved. It was not reported how the case was completed. There was no pt consequence.